Event description:
A surgeon reported that a memory lens was implanted in a pt's right eye in 1999 with no complications. The device was diagnosed as having opacification/hydration on anterior surface in 2003. Visual acuity reported as 20/40 in 10/2003 follow up visit. Pt has been referred for iol exchange to take place in the near future. No further info is available at this time.